Event description:
It was reported that during a da vinci prostatectomy procedure, a piece of the blade from the monopolar curved scissors instrument broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade (left grip) to be missing. The blade fractured at the cross section of the cable crimp, however, the fracture plane is straight. The intact blade does not exhibit damage at the tip. No other damage found.